Event description:
It was reported that the patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was requested but was not available.

Event description:
It was reported that a diagnostics anomaly and undersensing leading to false episodes of automatic mode switch (ams) were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event.